Manufacturer narrative:
The product (catheter) was not returned as a whole unit, the hub, telescope, and imaging core are missing. During investigation, bloodstains were observed inside of the distal tip assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. Additionally, the sheath assembly that was returned was broken off from the edge of the strain relief, and the distal tip is intact. No kink was observed in the sheath assembly. On 4/12/06, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was pci procedure of rca mid. The lesion was 90% stenosis without calcification. It detained cypher stent in mid from proximal of rca. Thereafter, it inserted this atlantis and checked lesion. (It did not feel the resistance at this time.) However, a transducer did not reach a distal edge of stent. Therefore, it tried the insertion to distal side again. At that time, it felt some resistance, but moved forward in stent forcibly. And it checked lesion while doing pull back. Thereafter, it tried drawing of atlantis, but it was not possible. It noticed by fluoroscopy that wire exit port of atlantis was caught on distal of stent. It did not come off even if it went down even if it pushed atlantis. It cut off a hub of atlantis and inserted excelsior microcatheter, but did not come off. It inserted another wire, and tried that it took off, but it was not possible. Afterwards, it came off when it pushed atlantis again and again went down. Then it expanded with a balloon catheter and finished the catheter. Pt condition: no complication and good.